Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a non-vented spike with clearlink leaked. The device was being used in a setup with a compounded bag of fluorouracil and a non-baxter device. The reporter stated that the leak occurred from between the non-baxter device and the spike. They stated "there was a leak from the connection when the connector was connected to a non-baxter device to take the dose from the bag." It was further reported that the leak occurred after the nurse withdrew the solution from the bag more than five times. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, a retention sample was evaluated. Visual inspection and gravity testing were performed with no leakage detected. The sample was found to meet specifications, and the reported condition was unable to be verified for the retention sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.